Event description:
Customer complained of sub-optimal tissue processing from their peloris tissue processor. A cervical cone biopsy was found to be severely affected and could not be re-processed or be sectioned successfully.

Manufacturer narrative:
The on-site and engineering reviews determined that the cause for the sub-optimal processing was the use of contaminated wax. The wax became contaminated due to a leaking retort wax valve caused by debris (wax packaging paper) obstructing the valve. This debris has most likely entered via the wax bath. After servicing, the peloris tissue processor has been returned to performance specifications and routine use.